Event description:
It was reported via email that a skin reaction occurred. A healthcare provider (hcp) reported that the patient experienced skin irritation due to the sensor adhesive and was seen in the emergency room. Although multiple attempts were made to the reporter to gather additional information, contact was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).